Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. During the fill test, the cartridge was cycled and filled successfully with no air bubbles forming inside the cartridge. No difficulties were found filling the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was reported that the user noticed that the when filling 2 cartridges the insulin continued to fill the cartridges without the user pulling back on the plunger handle therefore the user did not use them. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.